Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic input issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic input issue. There was no patient involvement and occurred prior to use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: h8 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse stated it was user end error. The fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.